Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm. It was reported that the pump will run for approximately one day, then alarm. No patient injury reported.